Event description:
Customer called maquet, reporting that a part of light cupola was hanging down loose in operating room 16 during a patient treatment. There were no injuries reported. (B)(4).

Manufacturer narrative:
This malfunction was previously addressed in the us through the device correction noted. The service territory manager replaced the broken part with a new one and returned the unit to service.